Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that while reaming during an initial procedure, the distal part of the reamer broke and fell into the patient. The fractured piece was removed successfully and none remained in the patient. There was no impact the patient. It was reported that no additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h3, h6, h10 visual examination of the returned product identified the reamer disassembled. The reamer head is missing and was not returned. The device exhibits no fracture damage. Damage in the form of spiral grooves is seen along the entire length of the flex shaft. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified discoloration where the distal head slides over the reamer shaft indicating disassembly. However, since product has not returned further evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.